Event description:
Port on the elbow of ventilator circuit popped open, pt coded, alarm did not sound outside of room. External alarm cable was not present at initial hook up to ventilator. Therapist made note to get cable. Before they could return the circuit popped open.